Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a teflon infusion set on the torso and a g7 cgm, with the highest cgm reading of 296 mg/dl and a confirmatory glucometer value of 283 mg/dl for about two hours; the user ate breakfast with the usual announcement and attributed the rise to juice, and troubleshooting of insulin delivery and the infusion site showed no issues. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.